Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a sphincterotomy procedure performed on (B)(6)20009. According to the complainant, once access was achieved, another manufacturer's electrosurgical generator was set to endocut. When the physician pressed the activation pedal, nothing occurred. There was no error message on the machine. All connections between the tome, the boston scientific supplied active cord, and the electrosurgical generator were checked and seemed ok. Another autotome rx sphincterotome was used with the same active cord and generator to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).